Event description:
It was reported that during an atec sapphire procedure on (B)(6) the customer reported that they were experiencing intermittent issues with obtaining samples and that the samples were small and there was a different noise. It was confirmed that 2 patients required to be rescheduled for new procedures. The console was returned for investigation and it was found that the bulkhead connector was replaced and that the pressure switches and cutter strokes times needed calibration, the bulkhead connector was replaced, preventive maintenance was performed, console calibrated and tested and all testing passed. Console was refurbished. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.